Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had moisture damage on the electronics and battery tube. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported he jumped in the water after his daughter who could not swim and still had the insulin pump attached to him. Customer's blood glucose was 145 mg/dl. Troubleshooting was performed. Fluids in the device are pool water. Fluids are under the display. The device was not dropped and it does have a crack on the upper right corner. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.